Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that upon interrogation the clinic noted this device entered safety mode after encountering and issuing codes for a memory error. Boston scientific technical services (ts) was consulted and discussed factors that can influence device longevity. It was noted that at the previous interrogation the pacemaker showed four and half years remaining longevity. Ts advised that the pacemaker should be explanted. A procedure occurred where the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.